Event description:
It was reported that the ilet display became unresponsive to touch and a crack was observed on the screen, consistent with a screen broken or delaminated hardware issue involving the display component; no alerts or alarms were reported and the user was instructed on shutdown, data syncing, and replacement setup. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or required medical intervention.

Manufacturer narrative:
Investigation included complaint evaluation and device history/log review to the extent available, with return and physical evaluation pending. Investigation of this case revealed a damaged display consistent with mechanical damage. It was concluded that the event was related to a hardware failure of the screen, with no evidence of patient injury or therapy interruption. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.